Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the iabp was called in for electrical test fails code #58. The fse replaced the solenoid driver board as part of the field safety corrective action. The fse performed complete functional testing and safety checks; the iabp passed all calibration, functional, and safety tests per factory specifications and was returned to the customer cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the iabp was called in for electrical test fails code #58. The fse replaced the solenoid driver board as part of the field safety corrective action as per service bulletin: 0055-00-0843_rev b. The fse replaced the solenoid driver board per instructions to resolve this issue. The fse performed complete functional testing and safety checks. The iabp passed all calibration, functional, and safety tests per factory specifications and was returned to the customer cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed with an electrical test fails code #58. The circumstances of the event are unknown, however, it was reported that there was no patient involvement. No adverse event has been reported.